Event description:
A pt in the UK was undergoing cvvhdf on a prismaflex machine. The pt had an estimated cumulative blood loss of 756 ml when the content of the extracorporeal circuit was not returned four times over the course of four days. The pt was not symptomatic as a result of the blood loss and did not require medical intervention. The machine was not inspected. However, the data files downloaded from the prismaflex machine identified the machine generated several alarms including access extremely negative alarms alerting the nurse, however, the nurse did not resolve the alarms resulting in an incorrect access pressure pod reading and treatment was ended without returning the blood in the extracorporeal circuit.

Manufacturer narrative:
There is no data to reasonably suggest that the prismaflex machine malfunctioned. Analysis of downloaded treatment data indicates access related problems leading to pbp degassing and subsequent presence of air in the access line as well as access pods causing incorrect pressure recordings. The prismaflex machine properly alarmed several times, but there is no info to indicate the operator (s) addressed the access related alarms as instructed by the machine.